Event description:
Caller reported a cartridge alarm 20 during pumping. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Although cts would typically replace the pump, it was out of warranty, so the patient planned to contact their insurance company and call back for further assistance.